Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test result from result obtained of 278 mg/dl non-fasting. Husband stated after result was obtained that morning he and the customer had bought the truemetrix meter to the clinic in order for them to perform a comparison test. Customer's blood glucose test result when tested thirty minutes later using the clinic's meter was 100 mg/dl. Tests were reported as being performed non-fasting and not performed back to back. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not present at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and husband was unsure of exact open vial date but stated that it was less than four months ago. The meter memory was reviewed for previous test result history: (B)(6). Call was transferred, the husband is calling about the high blood results that his wife got on her meter today. It was after a meal not sure how long after but his wife usually does it 2 hrs after a meal. But he took her to the clinic to do a comparison test advised from the clinic and about 30 minutes later the clinic ran a blood glucose and it was 100 mg/dl. The clinic told the customer to call us and to get the meter replaced. Customer is calling us to get the meter replaced since he has never seen her blood that high even after eating. The wife was not there so I could not ask these questions but husband said he should know the answers. He wants the meter and strips replaced since he no longer believes the meter's results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-56-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: meter brand name and serial number corrected based on the product returned by customer.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test result from result obtained of 278 mg/dl non-fasting. Husband stated after result was obtained that morning he and the customer had bought the truemetrix meter to the clinic in order for them to perform a comparison test. Customer's blood glucose test result when tested thirty minutes later using the clinic's meter was 100 mg/dl. Tests were reported as being performed non-fasting and not performed back to back. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. During the call on 01/18/2018, a back to back blood test was not performed by the customer; customer was not present at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and husband was unsure of exact open vial date but stated that it was less than four months ago. The meter memory was reviewed for previous test result history: result 1:278mg/dl 1/18 9:26am non fasting, result 2:95mg/dl 1/18 7:49am fasting, result 3:127mg/dl 1/17 9:40pm non fasting, result 4:140mg/dl 1/17 2:02pm non fasting, result 5:124mg/dl 1/17 9:33am fasting, result 6 110mg/dl 1/12 8:43am fasting. Call was transferred, the husband is calling about the high blood results that his wife got on her meter today. It was after a meal not sure how long after but his wife usually does it 2 hrs after a meal. But he took her to the clinic to do a comparison test advised from the clinic and about 30minutes later the clinic ran a blood glucose and it was 100mg/dl. The clinic told the customer to call us and to get the meter replaced. Customer is calling us to get the meter replaced since he has never seen her blood that high even after eating. The wife was not there so I could not ask these questions but husband said he should know the answers. He wants the meter and strips replaced since he no longer believes the meter's results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-56-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: meter brand name and serial number corrected based on the product returned by customer.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test result from result obtained of 278 mg/dl non-fasting. Husband stated after result was obtained that morning he and the customer had bought the truemetrix meter to the clinic in order for them to perform a comparison test. Customer's blood glucose test result when tested thirty minutes later using the clinic's meter was 100 mg/dl. Tests were reported as being performed non-fasting and not performed back to back. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not present at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and husband was unsure of exact open vial date but stated that it was less than four months ago. The meter memory was reviewed for previous test result history: (B)(6). Call was transferred, the husband is calling about the high blood results that his wife got on her meter today. It was after a meal not sure how long after but his wife usually does it 2 hrs after a meal. But he took her to the clinic to do a comparison test advised from the clinic and about 30minutes later the clinic ran a blood glucose and it was 100mg/dl. The clinic told the customer to call us and to get the meter replaced. Customer is calling us to get the meter replaced since he has never seen her blood that high even after eating. The wife was not there so I could not ask these questions but husband said he should know the answers. He wants the meter and strips replaced since he no longer believes the meter's results.